Event description:
The user stated they had an ER doctor complain about troponin t results for patient samples. The user provided data for nine patient samples which were discrepant. The samples were all initially tested on the e411 on (B)(6) 2010 and the results reported. The samples were then repeated on (B)(6) 2010 on three different cobas analyzers: cobas 1 (B)(4), cobas 2 (B)(4) and cobas 3 (B)(4). All results are in ng/ml. Patient samples were drawn in bd 13 x 100 heparin plasma tubes. Sample 1 initial result was 0.028 which was reported as 0.03. The result from cobas 1 was 0.016, the result from cobas 2 was 0.020 and the result from cobas 3 was 0.026. Sample 2 initial result was 0.025 which was reported as 0.03. The sample was repeated on the same e411 on (B)(6) 2010 with a result of <0.01. The result from cobas 1 was <0.01. Sample 3 initial result was 0.025 which was reported as 0.03. The sample was repeated on the same e411 on (B)(6) 2010 with a result of < 0.01. The result from cobas 1 was < 0.01, the result from cobas 2 was <0.01 and the result form cobas 3 was <0.01. Sample 4 initial result was 0.025 which was reported as 0.03. The sample was repeated on the same e411 on (B)(6) 2010 with a result of < 0.01. The result from cobas 1 was < 0.01, the result from cobas 2 was <0.01 and the result from cobas 3 was <0.01. Sample 5 initial result was 0.023 which was reported as 0.02. The result from cobas 1 was <0.01 and the result from cobas 2 was <0.01. Sample 6 initial result was 0.024 which was reported as 0.02. The result from cobas 1 was <0.01 and the result from cobas 2 was <0.01. Sample 7 initial result was 0.023 which was reported as 0.02. The result from cobas 1 was <0.01 and the result from cobas 2 was <0.01. Sample 8 initial result was 0.020 which was reported as 0.02. The result from cobas 1 was 0.014 and the result from cobas 2 was 0.018. Sample 9 initial result was 0.024 which was reported as 0.02. The result from cobas 1 was 0.014 and the result from cobas 2 was 0.015. The patients were not admitted to a medical facility or treated due to the erroneous results as the physician questioned the results. The field service representative determined there was a misadjusted high voltage setting. He adjusted the high voltage setting, performed s/r and sipper primes, measuring cell preps, system volume check and a high voltage check. To verify the analyzer operation he ran performance tests, calibration and qc which were successful.

Manufacturer narrative:
A specific root cause was not identified. Based upon the information provided, the event might have been caused by a misadjusted high voltage which was corrected by the field service representative. In addition, it was determined there may also have been insufficient pre-analytical sample handling by the operator. The operator was using a short centrifugation time and a high g force.